Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they have been in the 400mg/dl. The customer's current blood glucose level was 170mg/dl. The customer states they needed help with raising their max bolus. The customer was assisted with raising max bolus, but the customer declined to troubleshoot for the high blood glucose levels.